Event description:
It was reported that post implant, the device's atrial port was plugged and was not collecting any diagnostic data. The implant detect was manually turned off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.